Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.

Event description:
The customer called reporting their precision xtra meter was having trouble retaining the date and time. The customer also reports using the p link software and this is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.